Event description:
On (B)(6)/2009, pt reported he accidentally pulled the cartridge out and caused the plunger to stick to the piston rod. Pt stated, a large amount of insulin entered the cartridge compartment. He stated, he was unable to remove the plunger from the piston rod and switched to his old infusion device. Educated the pt on proper removal of the cartridge. Advised to always turn the infusion device upside down and untwist the adapter. Advised pt to allow the cartridge to slide out on its own. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.